Event description:
Same case as MDR ID# 2134265-2012-03385. It was reported that during a cryoplasty procedure, balloon rupture and perforation occurred. The 90% stenosed target lesion with severe ostial stenosis was located in the mid superficial femoral artery (sfa). The physician placed a filterwire distal to the target lesion, advanced a .035-5 x 40mm x 120cm polarcath balloon catheter to the proximal sfa, and inflated. The balloon was then moved to the ostial sfa, and inflated. The balloon was moved again to the common femoral artery and inflated. On the forth inflation treatment, there was a loud popping sound, the patient had severe pain in both groins. Angiography revealed exsanguination from a free flowing perforation of the common femoral artery. The polarcath balloon was removed (leaving the filter basket in place distally) with inner balloon retained within the vessel. The external balloon had split along entire length of both sides, and was no longer attached to the catheter at the proximal end of the catheter, only at the distal end. An 8 x 80mm balloon was placed at low atmospheres to stop the hemorrhaging of the perforation. The patient was sent to the operating room with balloon and filter wire in place, receiving blood transfusions. Surgery was done to remove the inner balloon, and repair the injured left external iliac and common femoral with a non-bsc graft, and left common and superficial endarterectomies. No further patient complications were reported and the patient status is good.

Event description:
Same case as medwatch ID# (B)(4).

Event description:
Same case as medwatch ID# 0502420000-2012-8010.

Manufacturer narrative:
Corrections: device lot number: 14678733 to 14797632. Device expiration date: 09/19/2013 to 11/02/2013. Device manufacture date: 09/21/2011 to 11/08/2011. Update: device avail. For eval, device returned to MFR., device evaluated by MFR. Device evaluated by manufacturer: the inflation unit was received with blood present in the exhaust and vacuum ports on the front end of the inflation unit connector. When the unit was tested in the as received condition, the transducers would not operate properly. This gave false vacuum and balloon pressure readings, resulting in the unit aborting. In turn it most likely caused damage to the circuits on the pcb. Substituting the sub-assemblies would not correct the condition, it is due to the after effects of blood contamination to the unit. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
Update: describe event or problem. (B)(4).

Manufacturer narrative:
Device evaluated my manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).